Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 11/6/2018. Additional information: did any piece of the insulation completely detach from the tip of the device? Yes, as above, observed the insulation come off the bovie tip. Medwatch 0504240000-2018-8024 does not indicate if this device is available to be returned for evaluation. Is the device available to be returned? It is not available for return a DHR review was performed, and there is no evidence of device defect or malfunctions.